Manufacturer narrative:
The lead was returned with the helix retracted and clogged with blood/tissue. The reported event of failure to extend helix was confirmed and attributed to an overtorqued inner coil from procedural damage and the clogged helix. No other anomalies were noted besides procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the hospital for a right ventricular lead (rv) revision because the patient exhibited twiddler's syndrome. During the procedure, the helix would not extend after repositioning, a new lead was implanted. There were no adverse consequences, and the patient was discharged.